Event description:
A pt service rep contacted zoll customer support to report a (B)(6) female pt had been treated. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt treated) has been investigated. The pt was inappropriately treated. Upon eval, there were damaged wires inside ECG electrode c, which is in series with the cable running from the distribution node to the ECG electrode c and d complex. ECG electrodes c and d are on two different channels, creating electrical interference on both leads. The cause of the inappropriate treatment is dual lead signal artifact in which the pt did not use the response buttons. The root cause of the dual lead signal artifact is a damaged green wire (+3.3v) in ECG electrode c. The root cause of the damaged wires cannot be positively identified but is likely a result of excessive force placed on the cable. Treatment analysis concludes a (B)(6) woman received one inappropriate shock. Dual-lead signal artifact contributed to the false detection. The pt was conscious, but didn't use the response buttons until after the shock had been delivered. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.